Event description:
Covidien rec'd a report stating that "the device would not cycle when interfaced with pt". There was no pt harm or injured as a result of the event. The pt was placed on a different ventilator. The customer reported to have replaced the disposable expiratory filter. The ventilator passed all testing. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).